Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified right coronary artery that was 90% stenosed. The lesion was accessed with a non-abbott guide wire and pre-dilated with a 2.5x15mm trek balloon. Then a 2.5x48mm xience xpedition stent was being advanced to the lesion when the stent became stuck and was unable to be withdrawn therefore it was decided to deploy the stent (deployed partially within the target lesion). Then a 2.5x23mm xience xpedition stent was used to cover the remaining of the target lesion. A 2.5x20mm nc trek was used for post-dilatation. Intravascular ultrasound imaging confirmed stent apposition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.